Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube and missing end cap sticker. No crack near drive support cap noted.

Event description:
Customer reported that the insulin pump is cracked at the drive support cap. Nothing further was reported.